Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's battery charger wasn't charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation the charger was unable to recognize inserted battery packs. The cause for the failure was isolated to a defective battery board. The root cause for the defective battery board could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient was issued a replacement battery charger/modem.